Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected back light anomaly or failed battery test alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had rejected new battery back light dimmer and button was stuck. No harm requiring medical intervention was reported. The device will not be returned for analysis.